Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. This emdr represents the phasix st mesh device #2). An additional supplemental emdr was submitted to represent the phasix st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018 ¿ the patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic combined open repair with implant of two phasix st mesh (device #1 and device #2). Per operative notes, ¿the bowel was seen adhered to the old mesh. A phasix st mesh (device #1) was placed and sutured. Over the superior defect, laparoscopically another phasix st mesh (device #2) was placed and tacked. ¿ (B)(6) 2018 - the patient was diagnosed with seroma and allergic reaction; abdominal pain underwent open repair with explant of mesh (device #1 and device #2). Per operative notes, ¿the odour free exudate was aspirated and mesh (device #1 and device #2) was removed. The allergic mesh reaction and seroma was removed and stapled.¿